Manufacturer narrative:
Initial reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during the beginning of an unspecified skull surgery, it was observed that the cutter device broke. There was a sixty minute delay in the surgery. It was not reported whether a spare device was available for use or if the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.